Event description:
During the procedure, the thread was pulled back, as recommended by the manufacturer, and the needle came off and was retained in the patient.

Event description:
During the procedure, the thread was pulled back, as recommended by the manufacturer, and the needle came off and was retained in the patient.